Event description:
During the procedure, the physician used a wilson-cook memory soft wire basket, conquest lithotripsy cable, soehendra steel cable, and a soehendra handle to remove a biliary stone that measured 2cm in length and 1cm in diameter. Prior to performing endoscopic mechanical lithotripsy, the outer sheath was removed from the extraction device. When lithotripsy was performed, the wires of the basket broke outside of the conquest lithotripsy cable, near the handle. The conquest lithotripsy cable and the endoscope were removed from the patient leaving the wires in place. A soehendra lithotripsy cable was placed over the wires and the stone was successfully crushed.